Event description:
A report was received on 17 oct 2025 from the dialysis nurse of a 57-year-old male transitional care unit (tcu) patient with a medical history including diabetes and end stage renal disease stating the patient experienced hypotension (71/50) and shortness of breath consistent with a hypersensitivity reaction at the initiation of a hemodialysis treatment on (B)(6) 2025. The patient was transferred to the emergency department (ed). Additional information was received on 30 oct 2025 from the dialysis nurse who stated that the patient admitted to the hospital on (B)(6) 2025, treated in the ed with vasopressors (dose and route not specified) and evaluated to exclude sepsis. Per the dialysis nurse, the patient has recovered to baseline and was discharged on (B)(6) 2025 to resume therapy in the tcu.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).